Manufacturer narrative:
Correction: e2. Health professional should have been selected ¿yes¿ instead of ¿no¿. E3. Occupation should have been ¿physician¿ instead of 'non-healthcare professional'. E3. Other occupation should have been left blank instead of ¿company representative¿. E4 should have ticked ¿no information¿ instead of ¿no¿.

Event description:
It was reported during post-operation follow-up, that the right atrial lead had dislodged. The ra lead was explanted, and a new lead was successfully implanted. The patient was stable.